Manufacturer narrative:
D10: concomitants: b007312 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. B137478 320-10-00 - equinoxe reverse tray adapter plate tray +0. B218596 320-15-05 - eq rev locking screw. B322306 320-20-00 - eq reverse torque defining screw kit. 6758035 320-32-40 - expanded glenosphere, 40mm, for small reverse. A560997 320-40-10 - constrained humeral liner, 40mm, +0. A224836 320-40-13 - constrained humeral liner, 40mm, +2.5. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 75 yo female patient, who seemed stable following a revision procedure on (B)(6) 2025, had subsequently dislocated in the ward. The surgeon removed everything and exchanged into a hemi on (B)(6) 2025. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. No device images were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. H6 - clinical code, component code, and investigation codes added. The following sections were corrected: h6 - clinical code 4526, component code 4756, inv type 4118, results 3233, and conclusion 11 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.